Event description:
It was reported that the device was used during a total disc replacement. The clips were scissoring from the device and transected a vessel. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): misassembled cartridge, damaged/disengaged feedbar. Eval summary: the analysis results of the (B)(4) found that it was received empty, with the cartridge cover disassembled from the outer wrap and with the feed bar damaged. Due to the returned condition of the device no testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during mfg to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the mfg process.